Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: a review of the pump black box verified a cs 064 motor error had occurred. During investigation, the cs 064 alarm was duplicated when the pump performed the rewind and load steps; there was no motor movement. The pump was opened and the motor was found to be broken from the drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.